Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) three-way large bore polysulfone stopcock that was leaking. The customer stated that she received a copy of a baxter safety alert saying that leaking could occur if the stop cock is turned the wrong way. She further stated that she has been working for 20 years in the hospital's radiology department and knows how to use a stop cock, and believes the leaking is due to faulty baxter product. No patient injury or medical intervention is associated in this event. No other information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) which is for leaking 3-way stopcocks. A batch review could not be conducted without the lot number.